Manufacturer narrative:
The insulin pump passed rewind test, basic occlusion test, prime or compromised force sensor system test and displacement test. However, insulin pump received stuck in the motor error loop during bolus/basal delivery and motor position encoder error alarm confirmed in the history file. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unit had minor scratched lcd window, cracked reservoir tube lip and stained address/serial number label.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that they received a motor error alarm during the rewind process. There were some motor error alarms in the alarm history. There was also a motor position encoder error alarm in the alarm history. The customer¿s blood glucose during the incident was unknown. No further details were given. The insulin pump will be returned for analysis.